Event description:
An endeavor resolute rapid exchange (rx) coronary stent system, diameter 2.5mm, length 24mm was intended to treat a 90% stenosed lesion in a pt¿s proximal to mid circumflex, involving the origin of the second marginal branch. It was reported that the device could not reach the lesion and was damaged on removal from the pt. The target lesion was moderately calcified and was located in a very tortuous vessel. Another brand stent was used to treat the circumflex and a residual lesion was observed in the bifurcation with the marginal branch. This lesion was pre-dilated with a 3.0 x 20 balloon catheter to 14 atms and a 2.0 x 20 mm balloon to 16 atms. The endeavor resolute 2.50 x 24mm was intended for implant to the residual lesion. The device was inspected prior to use with no abnormalities noted. Resistant was encountered while advancing the stent through the guide catheter and the device was removed from the pt. On removal, the stent was noted to be damaged in the mid-proximal portion, and was not used. An other brand stent, 2.50 x 24 mm and a post dilatation balloon, 3.0 x 20 mm, were used to successfully treat the marginal branch lesion. Control angiography showed an absence of residual lesion and timi 3 flow. Pt status was good post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Evaluation, results: failure to deliver stent, stent deformation. Root cause of stent deformation unk. Evaluation summary: the proximal portion of the stent was positioned as per specifications on the balloon. The distal portion of the stent had moved distally along the balloon and partially overlapped the distal marker band. The first nine distal stent segments were stretched and deformed and pulled distally over the distal marker band.